Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:22:45. During night drain cycle three, the patient's ultrafiltration reading was 4076ml, indicating the home patient (hp) drained 4076ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.